Event description:
Impedance warning. Rvtip to rvcoil lead impedance warning on (B)(6) 2025. Measurement consistent with historical values. Lead trends stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).